Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product - zimmer biomet small left fossa component, catalog #: 24-6563, lot #:789950a; zimmer biomet small right fossa component, catalog #: 24-6562, lot #:780270d; zimmer biomet right standard mandibular component, catalog #: 24-6562, lot #: 780270d; zimmer biomet tmj system cross-drive fossa screw, catalog #: 99-6577, lot #:ni; zimmer biomet 2.4mm system high torque (ht) cross-drive screw, catalog #: 91-2710, lot #: ni; zimmer biomet 2.4mm system high torque (ht) cross-drive screw, catalog #: 91-2708, lot #: ni.

Event description:
It was reported through the receipt of a tmj tracking card that the patient underwent a revision on (B)(6) 2019 where the left mandibular component was replaced with a different size left mandibular component. Attempts have been made and no further information has been provided. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Functional testing and inspections could not be performed due to the parts not being returned. The DHR was reviewed and there were no non-conformances found. This is the only complaint for this lot number. There was insufficient information and materials provided to determine a failure mode, as well as a potential root cause. The complaint is considered confirmed as there was a revision to remove and replace these parts, however, the most likely underlying cause cannot be determined. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.